Event description:
It was reported that the customer experienced a high blood glucose of 600 mg/dl, high ketones, and irritation at the insertion site relating to the insulin pump. Her symptoms of high blood glucose included nausea and vomiting. Customer purchased syringes to treat. The issue was reportedly resolved with a complete set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.